Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported august 20, 2015, an (B)(6), male patient presented for a microwave procedure of the liver. There was no report of device malfunction or patient complication during the procedure. Approximately two days post procedure, the patient presented with a red rash/bruise around the treated area. It was reported the patient did not suffer any permanent harm or injury due to the event. The disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported complaint sample was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of patient presenting with a red rash/bruised area post procedure is confirmed based on photos provided. The angiodynamics medical director reviewed the provided information regarding the rash/bruising that presented two days post ablation. Based on review of that information, the medical director was unable to identify a definitive cause of rash/irritant. He believes it was most likely caused from something used during procedure i.e. Adhesive, prep chemicals, and is unlikely from the microwave. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of service orders for the sulis vpmta generator (s/n (B)(4)) and acculis local control station (s/n (B)(4)) used during the procedure noted no repairs, servicing and/or upgrades have been made since the units were installed at the account. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.